Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an episode of hypoglycemia with a lowest blood glucose of less than 40 mg/dl for approximately one hour, after which glucose gummies and breakfast were consumed; the device issued low, urgent low soon, and urgent low alerts, and the family requested silencing of urgent low alerts, which cannot be disabled. Symptoms included hypoglycemia without loss of consciousness or other immediate complications. Outcomes included self-treatment without medical intervention, hospitalization, or need for assistance. Investigation included troubleshooting and education, including confirmation that device sound settings were already off and that urgent low alerts cannot be fully silenced. Investigation of this case revealed the cause of the hypoglycemia was unclear and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.